Manufacturer narrative:
The customer's complaint that the autopulse li-ion battery (sn unknown) is stuck and cannot be removed from the autopulse platform (sn (B)(6) was confirmed during the visual inspection. The root cause of the reported complaint was a broken finger latch on the battery. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse li-ion battery (sn unknown) is stuck and cannot be removed from the autopulse platform (sn (B)(6). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Additional information in b5 (describe event or problem) and h11 (additional manufacturer narrative) - updated the battery serial number. The customer's complaint that the autopulse li-ion battery (sn 03402) is stuck and cannot be removed from the autopulse platform (sn (B)(6)) was confirmed during the visual inspection. The root cause of the reported complaint was a broken finger latch on the battery.

Event description:
The customer reported that the autopulse li-ion battery (sn 03402) is stuck and cannot be removed from the autopulse platform (sn (B)(6)). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.